Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced ineffective therapy and pain at the ipg site. It was also reported that one of the patient's leads migrated and the patient's ipg had reached end of life. Diagnostics revealed high impedances and x-ray imaging confirmed lead migration. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg and the left lead were explanted and replaced to address the issue.